Event description:
It was reported that the patient received an inappropriate shock due to rv lead dislodgement. The doctor attempted to reposition the lead, but was unable to and chose to explant it. No further patient complications were reported as a result of this event.